Event description:
Information was received indicating that this cadd cassette reservoir had bump in tubing near cassette. The patient had 2 pumps. The cassette gave alarm when attached on both the pumps. There were no patient adverse effects reported due to this event. The patient's pump was switched on to a new cassette after reported event.